Event description:
Approximately one year ago, patient was implanted with a titanium vectra plate 1 level and three titanium cervical screws. The three screws have backed out but surgeon noted that there is complete fusion. Surgeon has removed the plate and three screws from plate. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn at this time.